Event description:
The manufacturer was contacted about remstar pro 2, a device, with allegations of the device producing black smoke coming from the device. There is no allegation of patient harm or serious injury. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.